Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the ipg site. The physician gave the patient lidocaine patches to use over the ipg site.